Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to recognize) was confirmed. As received, the battery charger was resetting. Upon evaluation, there was insect contamination throughout the unit. The cause of the charger resetting is the contamination. The cause of the charger resetting is the contamination. The source of the contamination cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient's battery charger was unable to recognize a battery pack.